Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic fracture of the right total hip arthroplasty adjacent to the femoral stem. Nonspecific incidental note made of decreased lateral inclination of the acetabular cup. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#8018-28-14 lot#62747878 femoral head 28mm plus 7mm. Cat#ep-200144 lot#719370dual mobility bearing g7. Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 3 years post implantation due to a peri prosthetic fracture of right femur. No additional information.